Event description:
It was reported that a right ventricular leadless pacemaker dislodged into the pulmonary artery post tether mode and deflection test during initial implant. The dislodgement was visualized using fluoroscopy. Device was retrieved and replaced with another device to complete the procedure. Patient was stable.